Manufacturer narrative:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00123 to provide the return sample evaluation results and to provide additional event description. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found no anomalies or defects. The oxygenator module and reservoir, after having been rinsed and dried, was tested for their air removing performance in accordance to the factory's shipping inspection protocol. Both components were verified and met manufacturer specifications. The actual sample, after having been rinsed and dried again, the venous filter and cardiotomy filter were removed from the reservoir and the arterial filter was removed from the oxygenator module for further inspection. Unaided and magnifying visual inspections revealed no anomalies or defects, including a break or defective filter net. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there were no production related problems or no discrepancy in the inspection/test results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, the investigation results verified that the actual sample was the normal product which had the normal air removing performance. Based on the additional information that the bubble sensor involved in the circuit detected air bubbles during priming the cardioplegia delivery line, it is assumable that the pump in the main circuit stopped when the bubble sensor went off due to some factor(s), but the pump on the cardioplegia delivery line was still running and this allowed air to enter the circuit through the fiber. The device labeling (IFU) does indicate the following: (1) to prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 1l /min. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #2 for mfg. Report # 9681834-2015-00123 to provide the return sample evaluation results and to provide additional event description. The user facility reported the following additional information: (1) that the bubble sensor involved in the circuit detected air bubbles during priming the cardioplegia delivery line.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be sent within 30 days of this report being sent. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there were no production-related problems or discrepancy in the inspection/test results. A review of the complaint files confirmed the involved product code/lot# combination as not been reported previously. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported air bubbling in the capiox fx15 device during cardiopulmonary bypass. Follow up communication with the user facility reported the following information: everything primed up correctly and performed well prebypass; within three minutes of going on, air was entrained into the system; the bubble alarm shut the pump off; the product was not changed out; the surgery was completed successfully; and no impact to the patient.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00123 to provide the evaluation update. The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00123 to provide the evaluation update.